Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable free thyroxine (ft4) and thyrotropin (tsh) results for two patient samples. Of the data provided, only the results for tsh were reportable malfunctions. Patient 1 initial result was "no value". The repeat result was 1.07 uiu/ml. Patient 2 initial result was 0.744 uiu/ml. These results were reported outside the lab and the doctor requested repeat testing. Patient 1 repeat result on (B)(6) 2016 was 2.31 uiu/ml. Patient 2 repeat result on (B)(6) 2016 using an edta tube was 3.20 uiu/ml. The patients were not adversely affected. The tsh reagent lot number was 124433. The expiration date was requested, but was not provided. Upon investigation, the analyzer alarm trace revealed that prior to the erroneous results there was an emergency stop due to the liquid waste container being full. It appeared that the customer did not execute finalization maintenance but continued to run samples. The field service representative ran successful performance testing and checked the preanalytics and the samples.